Event description:
Reporter indicated that vns pt had developed an infection and was experiencing an increase in seizures. The pt was traveling out of the country at the time of the event. The pt went to hosp e.r. Because pt was having severe pain at the generator site. The generator site was warm to the touch and there were 3 small red dots that appeared on their incision. The hosp did not known how to deal with the vns therapy system, so the pt was presecribed darvocet and discharged. The pt has not suffered any injury or trauma that may have damaged the vns therapy system and has no fever with the pain. It was reported that the pt fell after an increase in seizure activity approximately 5 months prior and was hospitalized for a week at that time. Since then, the pt has had a decreased appetite and has lost 40 to 50 pounds. Further follow-up revealed that the pt went to another hosp where infection was confirmed via blood work. The pt's temperature was just under 100 degrees f. The pt was prescribed IV antibiotics and then discharged with a prescription of oral antibiotics. The pt was reportedly feeling much better and was eating again. The pain and rash at the generator site had both resolved. It was reported that approximately 48 hours after starting the oral antibiotics, the pt had 6 seizures in a 12-hour period. The pt subsequently stopped taking the antibiotics and the pain pills that were prescribed by the hosp and has since been seizure-free. The pt planned to follow-up with a neurologist, but returned to the hosp because their low grade fever and pain had returned. A different antibitotic was prescribed.